Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing a unknown. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972234. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws abc-no, damaged jaws abc-no, damaged cutter n/a, damaged feed bar abc-no, damaged floor a-yes bc-no, damaged handle shrouds abc-no, damaged other n/a, damaged tip shrouds ab-yes lower shrou, damaged trigger abc-no, damaged tube abc-no, damaged weld seams abc-no. Functional tests & results: antibackup functional ac-n/a b-yes, firing: feed conform ac-n/a b-yes, firing: form conform ac-n/a b-no, jaws: hold clip ac-n/a b-yes, jaws: inside width at tips a-.182 b-0167 c-0174, lockout functional ac-n/a b-yes. Analysis conclusion: based on the info received and the visula and functional results, no conclusion could be reached as to what may have caused the reported incident. Both of the returned instruments were received with damage to the lower shroud of the instrument. No conclusion could be reached as to how the damage to the instruments occurred. As intrument a was returned empty and locked out, further functional testing could not be peformed. Instrument b was returned the lower shroud damaged and would not form the clips properly. No conclusion could be reachec as to how the damage to the instrument occurred. On 6/2/97, an additional instrument was received for this product inquiry. The instrument was recieved empty and locked out, therefore, further functional testing could not be performed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During an unknown procedure, it was reported by the affiliate that the clips were malformed. There was no patient consequence.